Event description:
On (B)(6) 2014 a healthcare professional (hcp) reported that they really liked the ascenda catheter, but when the ¿bovie¿ struck the catheter its exterior melted away. This was not an issue with the indura catheter. They stated they needed to be able to ¿bovie¿ over a catheter to free it during revisions because catheters strangulate into the tissue. Drug information was not provided.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).